Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.0 mm balloon ruptured at 13 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal left circumflex coronary artery. The physician used a brite tip jl4 guide catheter to cross the lesion. The maverick2 monorail 20/2.0 mm balloon was removed and replaced with another maverick2 monorial balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.